Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was failed to open. The field service engineer replaced magnet that was disintegrated and open close sensor that seemed to be damaged. Powered station back on and all tests passed the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was displyed error message of "failed to close". The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.